Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to damage of the charge-coupled device. In addition to foreign objects that were found in the nozzle, water tightness was lost due to damage on the up/down knob, due to wear of the angle wire, the bending angle in the up direction did not meet the standard value; due to wear of the angle wire, the play of the up/down knob was out of standard value, the bending section cover had a scratch, the adhesive of the bending section cover had a chip, the adhesive of the bending section cover had a white-clouded area, the water removal ability did not meet the standard value, the adhesive around the objective lens was peeled, the adhesive around the objective lens had a white-clouded area, the adhesive around the light guide lens had a white-clouded area, the plastic distal end cover had a dent, and the connecting tube had a cut, the protector of the universal cord on the scope connector side had a scratch, the protector of the universal cord on the control section side had a scratch, the universal cord had a wrinkle, the universal cord had a scratch, the suction cylinder was shaved. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that while using the evis lucera elite colonovideoscope, the zoom function was found to be dull. There was no patient harm associated with the event. The device was returned and evaluated, and foreign objects were found in the nozzle. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely that the foreign material, which was larger than the inner diameter of the air/water nozzle, had entered inside the air/water channel and resulted in the clog. The cause of the material entering the channel could not be specified. The nozzle was not reported to have been deformed and it was confirmed that reprocessing was performed according to the instructions for use (IFU). The following information was provided regarding the user's reprocessing methods: the device was cleaned, disinfected, and sterilized before requesting repair. The presence of foreign material adhering to the device was not known. Pre-cleaning information- there was no delay to the start of pre-cleaning, which was done properly. Water and air was supplied to the air/water nozzle. Manual cleaning information- the accessories used for reprocessing were normal. The scope was not submerged in cleaning solution. The air/water nozzle was wiped or brushed with a gauze, brush, or sponge. Liquid was sent to the air/water nozzle. Olympus will continue to monitor field performance for this device.